Event description:
It was reported that during surgery for a dorsal dislocation of the left little finger, the tip of an inserter fractured and a fragment remained in the operative site, which was not recognized intra-operatively. Subsequently, the patient experienced discomfort at the operated site and presented to the hospital. The surgeon confirmed a retained fractured inserter fragment by radiographic imaging, and the relationship between the patient¿s discomfort and the retained fragment was unclear. There was no plan for re-operation at that time. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. D4: the customer provided the possible lot combinations: lot: 0002508627. Manu date: mar 23, 2023. Expiration date: mar 23, 2028. UDI: ((B)(4). Lot: 0002508605. Manu date: mar 21, 2023. Expiration date: mar 21, 2028. UDI: (B)(4). Lot: 0002547208. Manu date: aug 28, 2023. Expiration date: aug 28, 2028. UDI: ((B)(4). Lot: 0002554458. Manu date: sep 29, 2023. Expiration date: sep 29, 2028. UDI: (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.